Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone that the customer received multiple unexpected restart alarms during normal use. Customer's blood glucose was unknown. Customer was advised that the pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm. No unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.